Event description:
It was reported that the infusion set was leaking at the headset. The patient stated that this happened with approximately five infusion sets. The patient discovered the leaking when he felt wetness and smelled insulin. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.